Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor needles continued to break and were getting stuck in serter. Customer was having a procedure in which he needed his sensor and customer inquired if broken sensors could be replaced. Customer's blood glucose was 26 mg/dl. Customer was instructed on proper procedure for using serter. Customer discarded damaged sensors. Sensors and serter would be replaced.